Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient felt pain while making a bowel movement. Contributing factors, diagnostics, actions/interventions and resolution were unknown. Additional information was received. The patient stated they wanted to increase their stimulation, but when they tried turning on their patient programmer, it would not connect to their ens. Contributing factors were unknown, the patient had tapped retry several times with no result. It was reported that this was unresolved at the time of the report. Additional information was received from the patient. It was reported that the patient mentioned they were still recovering from a uti. They also mentioned they were having diarrhea. Contributing factors were unknown and it was reported this was unresolved at the time of the report. Additional information was received from the patient. The patient stated they were on antibiotics and they had diarrhea. This caused them to have bowel movements almost every time they urinated. No further complications were reported or anticipated.